Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4). H3, h6: multiple fdd/annex a codes were reported. A1102 was coded for user received localizer faulted. A05 was coded for localizer faulted. The system was serviced in the field by a medtronic representative. The camera was replaced to resolve the issue. Codes b01, c08, and d02 are applicable. The 9735821r camera, lot p906017 was returned for evaluation. Analysis found an electrical failure. The returned psu has scratches on the housing and lenses. A check of the event log showed intermittent illuminator current low dating back to sep 2021, and intermittent firmware incompatibility dating back to may 2022. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .628mm with a passing threshold of .250mm. Codes b01, c02, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the user received localizer faulted. They switched to electromagnetic (em) to bypass the issue. Then rebooted and disconnected external camera cables with no resolution. There was a less than one hour surgical delay. There was no impact on patient outcome.